Event description:
The customer reported the device lost ac power and transitioned to dc power while in use. The device was in use, no patient harm reported.

Manufacturer narrative:
(B)(4). The customer evaluated the device.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.